Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 4:311:3686:001d on channel a. This condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. Complaint is an ancillary service event opened during investigation of (B)(4) . The cause of the error was a selection statement default. To correct this condition the manual tube release was closed; no further repair was deemed necessary to correct this condition. If any additional information is received, a follow-up MDR will be sent.